Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed, and the reported failure could not be reproduced on erbe connected to system. A review of system logs showed c-82 and m-12 errors. Visual inspection revealed that the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a known working system and functioned as expected. As a result of these findings the unit will be returned to original equipment manufacturer (OEM) for additional failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via system log, in-house testing of the erbe generator was unable to replicate the reported issue. Failure analysis found no functional issue on the erbe unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to c-00 error code. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the vision system (vs) monopolar was not working. Technical support engineer (tse) advised customer to restart the integrated electrosurgical unit (iesu) or erbe and test with the handheld. The erbe had m-02 and c-00 errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer tried two more cords and monopolar curved scissors instrument and then went to vessel sealer instrument. The procedure was completed robotically with the vessel sealer with no injury to the patient.